Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking from the branch point and it was slightly contaminated, so it would have likely leaked immediately after placement. Per notification from investigator on 09jun2025, asymmetrical balloon was observed during sample evaluation.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjr2161. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed at 100:0. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. Therefore, the reported event is confirmed cause unknown as it does not meet specifications per (B)(4) rev 0 which states "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" balloon molding". However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states, directions for use 1. Method of use: (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking from the branch point and it was slightly contaminated, so it would have likely leaked immediately after placement. Per notification from investigator on 09jun2025, asymmetrical balloon was observed during sample evaluation.